Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent prolapse with enterocele and cystocele, malfunctioning gu implant (eroded pubovaginal sling); and vaginal scarring. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent an additional mesh implantation on (B)(6) 2011 in order to treat cystocele with incompetent pubocervical fascia and hypermobile stress incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08299. The same patient is represented in each medwatch.